Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a delivery anomaly and power system error from the insulin pump. The customer's blood glucose reading was 16.1 mmol/l. The customer treated with injection. The customer stated that he followed at the steps and the pump still did not deliver any insulin. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was returned for power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The detailed traces confirmed that the root cause is the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.